Event description:
Customer alleges frame broken on a weld. Qt # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ct6a, serial number/date code (B)(4) is approximately 1 year and 10 months old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the frame was broken on the weld. The dealer alleged the frame is broken on a weld. Quote # (B)(4) given for repair. The weld provides support to the product and the malfunction is a potential for injury. The status is not resolved at this time.